Event description:
It was reported that motor rate error. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had chipped top case corners, cracked bottom case by l-bracket and right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Normal wear of the motor assembly. Found old style blue worn gear, old motor bracket, old worn gear, old teflon washers and worn coupling present with visible signs of normal wear. Replaced stepper motor, worm coupling, worm gear, motor mount, and installed delrin washer. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.